Event description:
It was reported to philips that the system's host computer was unable to boot up, preventing a full system boot. The device was inside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was completed by restarting the system. The philips field service engineer (fse) inspected the system onsite and confirmed that the host pc was not starting up. Analysis of system log file showed multiple errors related to host pc. Upon troubleshooting, fse found that when customer tried to power down, received a blue screen warning on the data monitor and the system took an extremely long time to shut down after blue screen. To resolve the issue, fse replaced the host pc and returned it to philips for further analysis. The analysis of host pc showed other failure caused by the wrong size dimms. However, after the replacement of host pc, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the issue was resolved via a restart, which allowed for procedural continuation. If a boot up issue occurs during a procedure, a warm/fast restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the issue may resolve, allowing for continuation and completion of the procedure. A boot up issue which can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur and as such philips concludes that the complaint is not reportable. Note: global decision tree was updated to no based on the investigation outcome. The codes were updated based on the investigation outcome.